Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory also indicated the criteria for the right ventricular lead integrity alert were met and there was right ventricular undersensing.

Event description:
It was reported that the patient experienced episodes of ventricular tachycardia (vt) and ventricular fibrillation (vf). The right ventricular (rv) lead alerted for pacing impedance and was undersensing. It was noted the lead integrity alert (lia) had triggered. The lead was reprogrammed. The lead remains in use. No further patient complications have been reported as a result of this event.